Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 32mm stent delivery system was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that the distal shaft was twisted with a pinhole leak being observed at the port exchange. Microscopic analysis of stent found no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Functional testing was performed, the device was attached to an encore inflation unit and the shaft polymer extrusion was observed to have a pinhole leak. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.